Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a revision surgery was performed to a l5-s1 (tlif) with screws from l4-s2. The patient had l5-s1 7x40 mm screws, the screws were broken bilaterally at s1. The surgeon said the patient had suffered a fall at some point and complained of pain. He had an x-ray and MRI completed and saw the screws were broken. He was able to retrieve both broken screw shafts out of s1 and replaced both. Procedure and patient outcome are unknown. Concomitant device reported: unknown set screws (part# unknown, lot# unknown, quantity 1), unknown rod (part# unknown, lot# unknown, quantity 1), lamina/pedicle/process hooks(part# unknown, lot# unknown, quantity 1). This is report 01 of 02 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: exact date of postoperative screw breakage is unknown. Therapy date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: set screws (part # unknown, lot # unknown, quantity: 2); rods ((part # unknown, lot # unknown, quantity: 2); expedium caps (part # unknown, lot # unknown, quantity: 4); plate (part # unknown, lot # unknown, quantity: 1); si polyaxl screw 7 x 40mm (part # 179712740, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) were reviewed, and was noticed that the screws are broken, confirming the complaint condition. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.